Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device use error ("patient with 6 essure inserts") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. The device use error (seriousness criteria medically significant and intervention required) occurred on an unknown date. The reporter commented: the physician reported that he saw a patient who had a 6th insert which was not clearly mentioned in the operative report. He recommends to perform MRI or CT to visualize all the inserts. Further company follow-up with the physician is not possible. Amendment: the report was amended on (B)(6) 2018 for the following reason: case routed to distribution by mistake (missing ccc). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device use error ("patient with 6 essure inserts") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. The device use error (seriousness criteria medically significant and intervention required) occurred on an unknown date. The reporter commented: the physician reported that he saw a patient who had a sixth insert which was not clearly mentioned in the operative report. He recommends to perform MRI or CT to visualize all the inserts.